Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the audio test failed. An alarm/alert manual test was performed and failed. An internal visual inspection was performed and failed due to water damage. Pictures were taken. The speaker and vibrator resistances were measured and passed. The performance data was evaluated. The allegation was confirmed as no vibration. The probable cause of no vibration could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.